Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that they need to order a new recharger as their hcp asked them to. Caller stated they are having to charge the implant every hour and it takes a long time for it to find the implant. Caller confirmed no damage on the recharger. Agent asked caller if they have made any changes to their intensity; caller stated that their intensity is the same. Caller stated that they have to "shock themselves with a cattle prong to get the implant battery to completely deplete". Agent tried to reviewed information to the caller about charging frequency and tried to do a troubleshooting but caller got escalated and they mentioned they do not have time for it as they are currently on work and they were just ordered by their hcp to get the recharger replace.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that rep states the patient is still not getting a good quality charge, the battery will show 100% and then it will not last throughout the day, followed by taking a few hours to charge. Tss advised rep to look at the recharge diary, which she was able to see from her visit with him and it shows excellent coupling on all days, except one. The patient, on average, charges once daily with one day charging twice. They are charging from 30 or 40% to 100%in about 30 min to an hour. The rep states she remembers the recharge interval being three days. Rep also states there were no impedance concerns, however then confirmed she only used a reference of 0. Tss reviewed looking at impedances among electrode pairs used in programming, as well as the stim usage and to have the patient be present with all external equipment. Rep plans to meet with the patient again next week and will look at it then.

Event description:
Rep reported the patient had their stimulator removed. No further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.